Event description:
It was reported that the patient underwent repositioning surgery to resecure the generator due to migration of the device. No further relevant information has been received to date.